Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy takedown procedure, the device was difficult and unable to close while being use in re-anastomosis. The anvil kept popping off the staler. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the instrument was fully applied. It was also observed that the green bar was visible in the indicator window and the safety feature was not engaged. Anvil was loaded. The safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was fired but the anvil disengaged from the extension retainer. The cartridge shell was removed from the instrument. When the shell was removed, it was identified that the insert shell was not attached to the cartridge shell. It was reported that the anvil disengaged and was difficult to close. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to incorrect positioning of the anvil into the instrument by the end user since the anvil interacts with the insert shell when the anvil is inserted into the shell. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.